Event description:
In (B)(6) 2022 the medical center had an impella cp support for a patient admitted in cardiogenic shock for 5 days when explanted successfully. Later in (B)(6) 2023 physicians involved in the care of the patient reported in an acc abstract poster that there had been valve damage. The valve damage was observed a week after pump explant on echo. The team presumed the aortic valve regurgitation and possible perforation of the non-coronary cusp to have occurred at the time of explant. Abiomed personnel reached out to team in (B)(6) 2023 and discovered the valve was surgically replaced.

Manufacturer narrative:
The root cause of the valve damage is not known at this time. The authors are being contacted and further clinical details requested. Upon completion of the investigation a final report will be forthcoming. The failure mode will be monitored and trended.

Manufacturer narrative:
The investigation into the reported heart valve damage has been completed since the original report was filed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The root cause for damage remains undetermined since neither the product nor sufficient clinical information were provided. The failure modes will be monitored and trended. As noted in the impella IFU, these conditions are known potential adverse events associated with impella support: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿